Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that prior to an implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found to be out of storage mode and operating in safety mode. The device was never used and is expected to return to facility for analysis. No patient involvement was reported.